Manufacturer narrative:
Evaluation summary: the surgical notes for the initial rhk surgery were reviewed, but no relevant information that could lead to failure was found. The post-break/pre-revision surgery x-rays were also reviewed and the broken hinge post is apparent. An sem analysis was conducted on the fractured hinge post and it found that the initiation point of the fracture was not at the threads, but at the distal corner of the hinge post. These observations were taken into consideration, but without additional information the definitive cause of failure could not be determined. Evaluation: upon review of the explant, it was observed that the hinge post was fractured along the coronal plane through the threads. The connecting hinge post extension's threads are dented and gouged along with wear lines and scratches along the shaft portion. The shoulder bolt hinge pin did not show any outward signs of wear. Device history records indicate all components were manufactured and inspected to specification.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a left knee arthroplasty. Subsequently, the patient experienced instability approximately three years post-implantation. The patient underwent a revision procedure and during the revision procedure the surgeon found that the drop down pin sleeve was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: art. Surface, 14mm fem sz e, catalog #: 00588005014, lot #: 60556931; stem implant 14mmx200mm, catalog #: 00598801114, lot #: 60630961; tib plt, sz 4, catalog #: 00588000400, lot #: 60569175; stem implant 11mmdx145mm, catalog #: 00598801011, lot #: 60255787. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the pt was revised due to fracture of the drop down pin sleeve.